Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device was changed from a heartstart frx defibrillator to a heartstart xl defibrillator/monitor. Corrections have been made accordingly to relevant product information fields.